Event description:
Device malfunction: difficult to remove, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove. After some manipulation, the device released and it was noticed that the clip deployed in the distal end of the device. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
Improper method - the device is expected to be returned for eval. It has not yet been received. The starclose se instructions for use (IFU) state, (special patient populations). The safety and effectiveness of the starclose se vascular closure system have not been established in patient's populations who are morbidly obese (body mass index > 35 kg/m2).